Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been submerged in salt water. Subsequently, the pump was noted to be unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted, elevating from 230-250 (mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.